Event description:
New information reported stated that the right ventricular lead was actually capped and successfully replaced. An insulation anomaly was also noted. The patient was in stable condition post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018 and review of the egms revealed that the right ventricular lead exhibited nsrvo which led to noise on (B)(6) 2018. The lead was scanned for externalized conductors in 2014 which deemed negative results. On (B)(6) 2018 the lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that a partial lead was returned. The damage found was consistent with occurring during the explant procedure, otherwise normal lead function was noted.